Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation, therefore we are unable to confirm the report that the device lost power. It was reported that the hospital biomed was unable to duplicate the reported issue in the lab. Without the ability to investigate the device, a root cause cannot be established. The manufacturing records for this serial number were reviewed and no anomalies were identified. It was reported that another rapid infuser was brought in to complete the case; there was no injury to the patient. We have requested the unit back for investigation to determine whether there are any anomalies with the device. As of the date of this report the device has not been returned to belmont. A review of past complaints indicates that no trend has been identified for this type of issue. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the belmont rapid infuser, ri-2 lost power during a case and the physician was unable to restart the unit. Another ri-2 was brought in to finish the case.